Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Adsr01, implantable pulse generator (ipg), (B)(6) 2013. A z7700e25, mechanical valve, (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient required coumadin for anticoagulation for a mechanical heart valve. The patient developed a hematoma. The incision was opened and drained. The patient also developed a swollen pocket and erythema around the incision. The patient was placed on vancomycin and keflex. The implantable pulse generator (ipg) and right ventricular (rv) lead were subsequently removed. Cultures of the patient's blood and the device were negative for infection. The patient is a participant in the shock-less study (sls) study. No further patient complications have been reported as a result of this event.